Event description:
The reporter indicated that his dell x5 handheld device was freezing at the interrogation successful screen. Troubleshooting steps were performed and the reporter was unable to resolve the issue. The product was returned and is currently awaiting analysis.